Event description:
The user facility reported a 74-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on impella 5.5 support, the patient had gastrointestinal(gi) bleed and thrombocytopenia, therefore heparin has been discontinued and patient was given blood products. The impella cp was successfully weaned and explanted.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Upon investigation of the pump, the optical parameters were found to be within specification. Placement signal unreliable alarm did not reproduce in the lab. The pump passed the laser continuity test. Data logs show that the 5s parameters were also within normal ranges during the case. The aic had software version v12.2. The pump's position was confirmed to be in good position with echocardiography. The root cause of the optical signal issue and false impella in aorta alarms was most likely patient condition related as the 5s parameters were within normal ranges and the pump was confirmed to be in good position. The root cause of the thrombocytopenia issue was not determined since product was not returned and insufficient clinical information was provided. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 f6 and f8 filled out erroneously d6a / d6b h3 device evaluated by manufacturer h6 medical device problem code h6 component code.

Event description:
The complainant reported that there were false impella position in aorta and impella position in ventricle alarms. There was normal signal on the left ventricle and normal motor current. The patient had dorsalis pedis and posterior tibial pulsed and a good radial pulse. The placement monitoring was disabled. The patient survived the event.